Manufacturer narrative:
The technician used an emory cloth to roughen the brake washer and brake block to repair the bed.

Event description:
The accounts engineer stated that the hi/low function was drifting on the bed slowly overnight. He has replaced the ball screw assembly but the issue remains.